Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to detect the pyxisnet and hospital network and displayed a value cannot be null error. A field service engineer (fse) performed a 1.7 reimage on the device, which completed successfully. Following the reimage, the customer was able to log in and verify patient access with no further issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es stuck at specific screen and displayed the error message error value was null. Additionally, remote smart service shown the station as offline. However, there were no delays or adverse events or injuries reported based on this event.